Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a foot off. The customer states that the wrap around the heel of the pt and the wrap that goes around the top of the pt's foot caused a skin break down. The pressure ulcers were found on the heel, ankle, and outer portion of the pt's foot. Several attempts to the customer requesting add'l info have been made. Unfortunately, at this time there is no add'l info available.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.